Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. All buttons functioning properly no damage on the keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the they having multiple issue and part of insulin pump buttons were hard to press. Customer stated that insulin pump battery goes yellow and amount of insulin inconsistent slows down and their blood glucose goes high. Customer stated that when they pressing bolus it was not delivering. Customer stated that insulin pump passed self test. Customer was assisted with displacement test and it gives no reservoir detected alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.